Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2015-06283.

Event description:
It was reported the customer experienced high blood glucose. Customer's blood glucose would reach up to 480 mg/dl. Customer also reported inaccurate sensor readings. The customer stated their sensor glucose would be around the 200 mg/dl when their blood glucose was over 400 mg/dl. Customer treated their high blood glucose with the insulin pump. The customer declined to troubleshoot for their high blood glucose. No additional information provided.